Manufacturer narrative:
The customer did not return the strips so therefore no testing could be done on the suspect product. The customer allegation could not be verified. The customer did not return the strips.

Event description:
It was reported that the customer obtained the following results of 3.7 inr, 3.1 inr, and 2.7 inr. Different fingers were used for each result. It was not provided if any medication change was made based on these results. He does not take any direct thrombin inhibitors and he does not have any antiphospholipid antibodies. He has not had any changed in his diet. He is currently receiving chemotherapy at this time. It was not disclosed as to why he was on the chemotherapy. There was no adverse event. The suspect product was requested to be returned and replacement product was sent. Relevant retention test strips (lot 23308622) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.